Event description:
Report received indicating that while a surgeon was drilling a pilot hole to insert a screw, the tool broke off and became lodged in the patient's bone. The area around the broken tool was cut out to remove the broken piece.

Manufacturer narrative:
Evaluation noted that the diamond coating on the tool was worn off and the tool had fractured at the tapered area of the stem. Aggressive or prolonged cutting have worn of the diamond coating contributing to the tool fracture. This event is being reported because additional actions were taken during the procedure to remove the broken piece. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."